Manufacturer narrative:
Technical support was able to manually remove the backlog of results. An investigation into the root cause of the reported issue is anticipated but not yet begun. A supplemental report will be submitted upon completion of the investigation.

Event description:
Glucose test result of 76 repeatedly transmitted from a nova statstrip glucose meter to the meter software (novanet) which caused a backlog of results which were not transferred to the patients charts. Although no specific allegations of delays in treatment were reported, this incident could potentially lead to delays in treatment.